Event description:
There was a reported malfunction of a electrosurgical unit which caused injury to a patient's prostate and shocked the device operator. The patient required surgical intervention to correct the damage caused when the unit allegedly spontaneously activated. There was some frayed wiring on the foot switch but it could not be determined if this was the cause. The unit was immediately taken out of service.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.